Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 73 mg/dl when his actual blood glucose level was 103 mg/dl. Upon removing the sensor, the customer saw that the sensor was bent. Assistance was provided to the customer. Advised the customer to return the sensor for a replacement. Advised a replacement sensor would be sent. The customer later mentioned experiencing pain during the insertion process. Nothing further reported.